Manufacturer narrative:
Device received with a critical pump error, problem isolated to the force sensor. Unable to verify motor safety circuit failed test error alarm and perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error (open book). Device received with serial number label fading and cracked case corner of the belt clip rails near the battery compartment.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed motor power supply voltage error detected safety circuit failed test and alarm is generated when a power system error is detected and this error does not prevent the pump from running. The customer also reported the critical pump error. The customer¿s blood glucose level was 88 mg/dl at the time of the incident. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.